Event description:
A surgeon reports performing a lens exchange due to the pt's complaint of "cloudy" vision. The reason for the cloudy vision is not known. The pt is happier following the lens exchange.

Event description:
Additional information was provided by the surgeon. Lasik was performed in january 2005 to correct residual cylinder. About one month later, opacification of the lens was identified. The surgeon feels the opacification of the lens was the cause of the pt's cloudy vision.